Event description:
The nurse reported that the patient line of the homechoice set became disconnected from the patient's transfer set. This was caused by improper connection by the patient. The treatment was discontinued and restarted with new supplies. The patient has been reinstructed on proper technique and procedure with no patient injury or medical intervention reported by the nurse.